Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6)2025, the user's healthcare provider (hcp) reported that the user was in the emergency room (ER) for observation due to hyperglycemia. The user had experienced repeated motor stall errors (alert 38) on the ilet device, which caused insulin suspension for several hours, resulting in elevated blood glucose (bg) levels. The user reported feeling early diabetic ketoacidosis (dka) symptoms, including headache, thirst, and frequent urination. Bg levels were reported as "high" (>400 mg/dl) for several hours. The user performed a manual insulin injection to reduce bg before proceeding to the ER independently. No emergency medical services (ems) were involved. While at the ER, the user received fluids but was not administered insulin. The user was monitored under observation and later discharged on the same day ((B)(6)2025). On (B)(6)2025, customer care confirmed that the user had resumed using the ilet device and was doing well. No long-term health effects were reported.